Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product was returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 20 mg/dl on (B)(6) 2011. Prior to the hospitalization, the customer was at home, and suffered a seizure. The customer then called the paramedics. The customer also stated that he was hospitalized with a high blood glucose reading of 698 mg/dl on (B)(6) 2011. The customer stated that his blood glucose levels had been high for the past week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.